Event description:
An issue was reported regarding the incorrect time settings on the customer's device, leading to a time discrepancy of over five minutes. There was no adverse impact on the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised monitoring for recurrent discrepancies. The customer understood the guidance provided, and no further action was required.